Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4). The device model rosa one is not FDA cleared but is similar to the device rosa brain 3.0, classified haw and cleared under k151359/k172444.

Event description:
Surgeon faced issues with the frame detection on the images he acquired with the o-arm 2 during a surgery. Surgeon had to switch to another registration method - bone fiducials. This event caused a delay less than 30 minutes to the surgery.

Manufacturer narrative:
It was reported that user faced issues with the frame detection on the images. Event summary, device history record review and complaint history review did not identify contributing factors. Technical investigation confirmed the event: the leksell frame head fixation screws were detected as markers by the device. This event is due to a known design defect.

Event description:
Surgeon faced issues with the frame detection on the images he acquired with the o-arm 2 during a surgery. Surgeon had to switch to another registration method - bone fiducials. This event caused a delay less than 30 minutes to the surgery.